Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to an open f600 fuse. Additionally, contamination was discovered on the ca board and defibrillation board. The c19 component on the defib board was found to be defective. The root cause for the open fuse and defective c19 component could not be positively identified. The root cause for the contamination is ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  No adverse event resulted from the defective equipment.

Event description:
During investigation of a monitor, which was reported to be unable to power on following a patient's death, a reportable problem was found. There is no indication that the device caused or contributed to the patient's death as the patient was in atrial fibrillation, a non-treatable rhythm, at the time the device was shut down on the date of the patient's death.